Manufacturer narrative:
Result: the apollo system blue foot pedal button was no longer attached to the foot pedal. Conclusion: the complaint has been evaluated. The complaint indicated that the blue saline flush button on the apollo system generator foot pedal was broken. Evaluation of the returned product revealed that the blue button on the foot pedal was no longer attached. Since the button was not returned for evaluation, the failure mode is unknown. There is no evidence of a device malfunction. Supplier quality has been notified. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
PMA/510k: k152699. Device MFR date: 6/30/2014.

Manufacturer narrative:
(B)(4)

Event description:
The patient was undergoing a microneurosurgery procedure using an apollo system generator foot pedal. While preparing the devices, the physician noticed the blue button to flush the apollo wand was missing. The physician was still able to use the foot pedal, but it required more pressure for activation.